Event description:
Info was received that reported a pt was hospitalized on the event date, due to an incident of hyperglycemia. The reporter states for a week prior to the hospitalization the pt had a fever and viral infection which was accompanied by higher blood glucose levels. Over the weekend the hyperglycemia became more pronounced. After waking the following day, the pt's blood glucose was 340 mg/dl and the pt was brought to the ER. Upon admit her blood glucose was 346 mg/dl and she was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.